Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on january 17, 2018: physician was performing evlt procedure, completed first leg and was prepping the fibre to be used on the second leg. The char from the first leg was scraped off with a scalpel at which point the nevertouch tip fell off. Physician believed it was caused by stricking the nevertouch tip with a scalpel. The device was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient as the device was outside of the patient at the time the tip detached. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's complaint description of tip fracture cannot be confirmed. As the device was not returned, a root cause for the event cannot be determined. A review of the lot history records, obtained via a ship history report, for the packaging lots showed no manufacturing related deficiencies at the time of manufacturing. The instructions for use,which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).